Event description:
Customer reported a fill estimate discrepancy over the past three weeks. Customer declined to provide information regarding alternate insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.